Event description:
It was reported that the patient presented in clinic for routine follow up. During lead testing, the patient experienced pocket stimulation. The right ventricular lead exhibited low impedance, increase in capture thresholds and decreased sensing. No intervention had been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the patient experienced back pain. The lead continues to exhibit low impedance. The lead was capped and replaced.